Manufacturer narrative:
The device has been returned to medtronic and evaluation is currently in progress.

Event description:
It was reported that the crosslink setscrew sheared off at the threaded portion below the break-off tab. The setscrew was removed and replaced with no further complications. No patient complications were reported.